Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
Postoperative of avs neuro recovery was worse. Right leg numbness slightly pain in the waist.